Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative and the issue is resolved.

Event description:
It was reported the patient is unable to communicate with his ipg using external devices. The patient last charged his ipg approximately a month ago. An sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.